Manufacturer narrative:
No unexpected frozen screen anomalies were noted and the time advanced properly. The pump had no button response on all buttons due to an unlocked connector on the lcd board. Unable to perform the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests due to the unresponsive keypad. Moisture damage was noted on all electronic assemblies. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 358 mg/dl at the time of the call. The customer stated that the display is frozen. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.